Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) device would not hold the saw into place. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Visual analysis found no significant damage or visual defects with the device. The overall appearance of the devices show signs of normal wear from multiple uses in a clinical setting. Functional testing of the sasi revealed the saw clamp component was jammed/seized with no movement. After several attempts to lubricate the articulating joints of the saw clamp mechanism, the saw clamp began to free up and after several more washes and lubricating cycles, the clamp articulated freely. Once the clamp was free, functional testing found no issues with the devices. The sasi successfully assembled and disassembled with the mating devices as intended. The planar clamping mechanism and saw clamp of the sasi were secure. The saw handpieces plugged into the sasi all the way without difficulty and were secure in the electrical port of the sasi. No looseness was observed when the plug was fully pushed into the sasi. Although a surgical environment could not be re-created for testing purposes, the laboratory assessment found the saw plug connection with the sasi was secure and all electrical connection checks passed. Furthermore, the saw handpiece remained secure and rigid when assembled to the sasi and there was no looseness felt. Therefore, the overall complaint was not confirmed. The assignable root cause was determined to be due to maintenance and normal wear.